Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint that the balloon would not inflate completely is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: refer to 1219856-2017-00161 and tc# (B)(4) for related complaint.

Event description:
It was reported the rn is calling to troubleshoot an intra-aortic balloon (iab) that did not inflate fully under fluoroscopy and had possible helium loss alarms. The iab was switched to a second pump and the alarms continued. The iab was then removed and replaced with a second iab. One possible helium loss alarm was triggered on the second pump and the iab still did not seem to be inflating fully under fluoroscopy. The md had the pump in 1:2 the clinical support specialist (css) and md discussed the patient's heart rate and the pump was switched to 1:1 assist. Per the doctor the iab looked better. There have been no further alarms on the second pump and second iab. There was no reported death or serious injury or harm to the patient. No medical/surgical intervention was required.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint that the balloon would not inflate completely is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Refer to 1219856-2017-00161 and tc# (B)(4) for related complaint. Teleflex received the device for investigation therefore the complaint was reopened to investigate the product. The reported complaint that the iab could not fully inflate is not able to be confirmed. The returned product was too damaged to fully functionally test. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for developing trends. No further action required at this time.

Event description:
It was reported the rn is calling to troubleshoot an intra-aortic balloon (iab) that did not inflate fully under fluoroscopy and had possible helium loss alarms. The iab was switched to a second pump and the alarms continued. The iab was then removed and replaced with a second iab. One possible helium loss alarm was triggered on the second pump and the iab still did not seem to be inflating fully under fluoroscopy. The md had the pump in 1:2 the clinical support specialist (css) and md discussed the patient's heart rate and the pump was switched to 1:1 assist. Per the doctor the iab looked better. There have been no further alarms on the second pump and second iab. There was no reported death or serious injury or harm to the patient. No medical/surgical intervention was required.

Manufacturer narrative:
(B)(4). Other remarks: refer to 1219856-2017-00161 and tc# (B)(4) for related complaint.

Event description:
It was reported the rn is calling to troubleshoot an intra-aortic balloon (iab) that did not inflate fully under fluoroscopy and had possible helium loss alarms. The iab was switched to a second pump and the alarms continued. The iab was then removed and replaced with a second iab. One possible helium loss alarm was triggered on the second pump and the iab still did not seem to be inflating fully under fluoroscopy. The md had the pump in 1:2 the clinical support specialist (css) and md discussed the patient's heart rate and the pump was switched to 1:1 assist. Per the doctor the iab looked better. There have been no further alarms on the second pump and second iab. There was no reported death or serious injury or harm to the patient. No medical/surgical intervention was required.